Event description:
Distal reamer extension handles broke during surgery. It is unknown if broken pieces are still in the patient. The case was stopped due to cardiac emergency and an xray was not performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device confirms the material fracture on the extension handle. Follow up communication for patient x-rays were unsuccessful. Previous investigations have confirmed the issue of instrument breakage in the form of tab fracture. A search of the complaint databases has identified a trend of this issue, reference (B)(4). Evaluation by depuy metrology, materials science, product development confirmed the issue, but found the product was made to specifications. A medical device correction notice was distributed on february 25, 2013 for all lots of the 2975-00-500 product code manufactured since december 2011. The notice indicated that depuy has identified the potential for the reclaim reamer extension tabs to break. The reamer extensions are not immediately being removed from the market and may continue to be used until a design change is implemented and new devices are available. Eco416771 design validation was implemented on (B)(4) 2013. Depuy product development is currently in process of redesigning the instrument to update the design and bolster its durability. The root cause is attributed to design. Monitor through trend analysis per sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.